Event description:
A report was received that the patient's wound was not closing or healing properly. There was no infection, but it could lead to one so the physician advised to remove the scs system just to be safe. The patient underwent an explant procedure. No issues with the stimulator.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.